Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain /pain"), device breakage ("device breakage"), device expulsion ("migration of essure device location of device: vaginal cuff"), genital haemorrhage ("abnormal bleeding (general) abnormal irregular vaginal bleeding with heavy bleed loss, passing clots, associated with lower abdominal cramping (event splitted for coding)"), sarcoidosis ("sarcoidosis") and uveitis ("vision/eye problems type: uveitis eye disorder") in an adult female patient who had essure (batch no. 628306) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included losartan and omeprazole. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), dysmenorrhoea ("dysmenorrhea /menstrual pain"), dyspareunia ("dyspareunia"), adenomyosis ("reproductive system disorder or condition: endometriosis of uterus, adenomyosis"), ovarian cyst ("left ovarian cyst") and cervical cyst ("nabothian cyst"). In (B)(6) 2011, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), abdominal pain lower ("abnormal bleeding (general) abnormal irregular vaginal bleeding with heavy bleed loss, passing clots, associated with lower abdominal cramping."), vaginal odour ("vaginal odor") and vulvovaginal discomfort ("vaginal irritation"). In 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("heavy menstruation bleeding/ prolonged menses (event splitted for coding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginitis and vulvovaginitis (event splitted for coding)"), vaginal discharge ("irregular vaginal discharge /vaginal discharge"), vulvovaginitis ("infection (bladder/urinary tract/vaginal) type: vaginitis and vulvovaginitis (event splitted for coding)") and urinary tract infection ("infection (bladder/urinary tract/ vaginal)type-urinary tract infection"). In 2013, the patient experienced uveitis (seriousness criterion medically significant). In 2016, the patient experienced sarcoidosis (seriousness criterion medically significant). On an unknown date, the patient experienced allergy to metals ("nickel allergy/ nickel allergy (had as a child)") and procedural pain ("painful post-operative recovery"). The patient was treated with metronidazole (flagyl), ciprofloxacin (cipro), vicodin, estrogens conjugated (premarin), prednisone, surgery ((B)(6) 2017 underwent a bilateral salpingectomy remove the essure device, (B)(6) 2011hysterectomy (full)), surgery ((B)(6) 2011 hysterectomy (full), on (B)(6) 2017 salpingectomy (bilateral removal of fallopian tubes)) and surgery ((B)(6) 2011 hysterectomy (full), on (B)(6) 2017 salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, abdominal pain, vaginal haemorrhage, alopecia, abdominal pain lower, dysmenorrhoea, vaginal odour and vulvovaginal discomfort had resolved, the device breakage, device expulsion, sarcoidosis, uveitis, dyspareunia, vaginal infection, vulvovaginitis, adenomyosis, ovarian cyst, cervical cyst and urinary tract infection outcome was unknown, the back pain, procedural pain and vaginal discharge was resolving and the allergy to metals had not resolved. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, allergy to metals, alopecia, back pain, cervical cyst, device breakage, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, ovarian cyst, pelvic pain, procedural pain, sarcoidosis, urinary tract infection, uveitis, vaginal discharge, vaginal haemorrhage, vaginal infection, vaginal odour, vulvovaginal discomfort and vulvovaginitis to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirming full occlusion of fallopian tubes patient used steroid eye drop uveitis for eye disorder. Most recent follow-up information incorporated above includes: on 12-jun-2018: new pfs received- lot number added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage/one coil was broken"), embedded device ("migration of essure device location of device: vaginal cuff/embedded in the vaginal cuff on the right side"), pelvic pain ("severe pain /pain"), genital haemorrhage ("abnormal bleeding (general) abnormal irregular vaginal bleeding with heavy bleed loss, passing clots, associated with lower abdominal cramping (event splitted for coding)"), sarcoidosis ("sarcoidosis") and uveitis ("vision/eye problems type: uveitis eye disorder") in an adult female patient who had essure (batch no. 628306) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included abortion, hypertension and premature delivery. Concurrent conditions included uterine bleeding, dysuria, hemorrhagic cyst and adenomyosis. Concomitant products included losartan and omeprazole. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), dysmenorrhoea ("dysmenorrhea /menstrual pain"), dyspareunia ("dyspareunia"), adenomyosis ("reproductive system disorder or condition: endometriosis of uterus, adenomyosis"), ovarian cyst ("left ovarian cyst") and cervical cyst ("nabothian cyst"). In (B)(6) 2011, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), abdominal pain lower ("abnormal bleeding (general) abnormal irregular vaginal bleeding with heavy bleed loss, passing clots, associated with lower abdominal cramping."), vaginal odour ("vaginal odor") and vulvovaginal discomfort ("vaginal irritation"). In 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("heavy menstruation bleeding/ prolonged menses (event splitted for coding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginitis and vulvovaginitis (event splitted for coding)"), vaginal discharge ("irregular vaginal discharge /vaginal discharge"), vulvovaginitis ("infection (bladder/urinary tract/vaginal) type: vaginitis and vulvovaginitis (event splitted for coding)") and urinary tract infection ("infection (bladder/urinary tract/ vaginal)type-urinary tract infection"). In 2013, the patient experienced uveitis (seriousness criterion medically significant). In 2016, the patient experienced sarcoidosis (seriousness criterion medically significant). On an unknown date, the patient experienced allergy to metals ("nickel allergy/ nickel allergy (had as a child)") and procedural pain ("painful post-operative recovery"). The patient was treated with metronidazole (flagyl), ciprofloxacin (cipro), vicodin, estrogens conjugated (premarin), prednisone, surgery ((B)(6) 2011 hysterectomy (full), on (B)(6) 2017 salpingectomy (bilateral removal of fallopian tubes)), surgery (robotic upper vaginectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, embedded device, sarcoidosis, uveitis, dyspareunia, vaginal infection, vulvovaginitis, adenomyosis, ovarian cyst, cervical cyst and urinary tract infection outcome was unknown, the pelvic pain, genital haemorrhage, menorrhagia, abdominal pain, vaginal haemorrhage, alopecia, abdominal pain lower, dysmenorrhoea, vaginal odour and vulvovaginal discomfort had resolved, the back pain, procedural pain and vaginal discharge was resolving and the allergy to metals had not resolved. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, allergy to metals, alopecia, back pain, cervical cyst, device breakage, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, menorrhagia, ovarian cyst, pelvic pain, procedural pain, sarcoidosis, urinary tract infection, uveitis, vaginal discharge, vaginal haemorrhage, vaginal infection, vaginal odour, vulvovaginal discomfort and vulvovaginitis to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirming full occlusion of fallopian tubes patient used steroid eye drop uveitis for eye disorder. *on (B)(6) 2016 ultrasound scan vagina revealed, both ovaries are visualized. The right ovary is slightly enlarged due to two cystic lesions with internal echos suggestive of hemorrhage. The left ovary has normal size and appearances.there are no adnexal masses seen. There is a small amount of free fluid in the posterior cul-de-sac, on (B)(6) 2017 pathology test revealed. Soft tissue, biopsy not for margins: received in formalin labeled "foreign body" are two portions of pink-tan cylindrical soft tissue consistent with possible vessel and each containing dark clotted hemorrhagic material measuring 0.9x 0.8 x 0.4 cm. Each halt of the specimen is bisected and entirely submitted in a single cassette for permanent processing. Foreign body embedded in right side of vaginal cuff. Remnant of fallopian tube coil in left fallopian tube. Otherwise normal appearing fallopian tubes and ovaries bilaterally. (B)(6) 2018: CT imaging suggesting possibility of cecal perforation, 14 days postop from a robotic upper vaginectomy. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:heavy bleeding, painful sex,lower abdominal cramping, dysmenorrhea,pelvic pain ,vaginitis , vulvovaginitis, vaginal odor, embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-oct-2018: pfs and mr received.new reporters and reporter information added. Event: migration of essure device location of device: vaginal cuff updated to found embedded in the vaginal cuff on the right side .lab data ,concomitant disease, historical condition added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain /pain"), device breakage ("device breakage"), device expulsion ("migration of essure device location of device: vaginal cuff"), uveitis ("vision/eye problems type: uveitis eye disorder") and genital haemorrhage ("abnormal bleeding (general) abnormal irregular vaginal bleeding with heavy bleed loss, passing clots, associated with lower abdominal cramping (event splitted for coding)") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstruation bleeding/ prolonged menses (event splitted for coding)"), abdominal pain ("abdominal pain"), back pain ("back pain"), alopecia ("hair loss"), vaginal discharge ("irregular vaginal discharge /vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), dysmenorrhoea ("dysmenorrhea /menstrual pain"), dyspareunia ("dyspareunia"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginitis and vulvovaginitis (event splitted for coding)"), vulvovaginitis ("infection (bladder/urinary tract/vaginal) type: vaginitis and vulvovaginitis (event splitted for coding)"), genital haemorrhage (seriousness criterion medically significant), urinary tract infection ("infection (bladder/urinary tract/ vaginal)type-urinary tract infection") and abdominal pain lower ("abnormal bleeding (general) abnormal irregular vaginal bleeding with heavy bleed loss, passing clots, associated with lower abdominal cramping (event splitted for coding)"). In 2013, the patient experienced uveitis (seriousness criterion medically significant). In 2016, the patient experienced sarcoidosis ("sarcoidosis"). On an unknown date, the patient experienced allergy to metals ("nickel allergy/ nickel allergy (had as a child)"), procedural pain ("painful post-operative recovery"), device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), adenomyosis ("reproductive system disorder or condition: endometriosis of uterus, adenomyosis"), ovarian cyst ("left ovarian cyst"), cervical cyst ("nabothian cyst"), vulvovaginal discomfort ("vaginal irritation and odor (event splitted for coding)") and vaginal odour ("vaginal irritation and odor (event splitted for coding)"). The patient was treated with metronidazole (flagyl), ciprofloxacin (cipro), vicodin, estrogens conjugated (premarin), prednisone, surgery ((B)(6) 2017 underwent a bilateral salpingectomy remove the essure device, (B)(6) 2011 hysterectomy (full)), surgery ((B)(6) 2011 hysterectomy (full), on (B)(6) 2017 salpingectomy (bilateral removal of fallopian tubes)) and surgery ((B)(6) 2011 hysterectomy (full), on (B)(6) 2017 salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, alopecia, vaginal haemorrhage, dysmenorrhoea, vulvovaginal discomfort, vaginal odour, genital haemorrhage and abdominal pain lower had resolved, the back pain, vaginal discharge and procedural pain was resolving, the allergy to metals had not resolved and the device breakage, dyspareunia, vaginal infection, vulvovaginitis, device expulsion, adenomyosis, ovarian cyst, cervical cyst, uveitis, sarcoidosis and urinary tract infection outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, allergy to metals, alopecia, back pain, cervical cyst, device breakage, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, ovarian cyst, pelvic pain, procedural pain, sarcoidosis, urinary tract infection, uveitis, vaginal discharge, vaginal haemorrhage, vaginal infection, vaginal odour, vulvovaginal discomfort and vulvovaginitis to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirming full occlusion of fallopian tubes patient used steroid eye drop uveitis for eye disorder. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporters were added. Patient details, unstructured relevant tests and treatment drugs were added. Abnormal bleeding (vaginal, menorrhagia), device breakage, dysmenorrhea, dyspareunia, infection (bladder/urinary tract/vaginal) type: vaginitis and vulvovaginitis, migration of essure device location of device: vaginal cuff, reproductive system disorder or condition: endometriosis of uterus, adenomyosis, left ovarian cyst, nabothian cyst, vision/eye problems type: uveitis eye disorder, vaginal irritation and odor, sarcoidosis, abnormal bleeding (general) abnormal irregular vaginal bleeding with heavy bleed loss, passing clots, associated with lower abdominal cramping, infection (bladder/urinary tract/ vaginal)type-urinary tract infection and abdominal pain lower were added as events. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain /pain"), device breakage ("device breakage"), device expulsion ("migration of essure device location of device: vaginal cuff"), genital haemorrhage ("abnormal bleeding (general) abnormal irregular vaginal bleeding with heavy bleed loss, passing clots, associated with lower abdominal cramping (event splitted for coding)") and uveitis ("vision/eye problems type: uveitis eye disorder") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstruation bleeding/ prolonged menses (event splitted for coding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), alopecia ("hair loss"), abdominal pain lower ("abnormal bleeding (general) abnormal irregular vaginal bleeding with heavy bleed loss, passing clots, associated with lower abdominal cramping."), dysmenorrhoea ("dysmenorrhea /menstrual pain"), dyspareunia ("dyspareunia"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginitis and vulvovaginitis (event splitted for coding)"), vaginal discharge ("irregular vaginal discharge /vaginal discharge"), vulvovaginitis ("infection (bladder/urinary tract/vaginal) type: vaginitis and vulvovaginitis (event splitted for coding)"), vulvovaginal discomfort ("vaginal irritation") and urinary tract infection ("infection (bladder/urinary tract/ vaginal)type-urinary tract infection"). In 2013, the patient experienced uveitis (seriousness criterion medically significant). In 2016, the patient experienced sarcoidosis ("sarcoidosis"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy/ nickel allergy (had as a child)"), procedural pain ("painful post-operative recovery"), vaginal odour ("vaginal odor"), adenomyosis ("reproductive system disorder or condition: endometriosis of uterus, adenomyosis"), ovarian cyst ("left ovarian cyst") and cervical cyst ("nabothian cyst"). The patient was treated with metronidazole (flagyl), ciprofloxacin (cipro), vicodin, estrogens conjugated (premarin), prednisone, surgery ((B)(6) 2017 underwent a bilateral salpingectomy remove the essure device, (B)(6) 2011hysterectomy (full)), surgery ((B)(6) 2011 hysterectomy (full), on (B)(6) 2017 salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, genital haemorrhage, abdominal pain, alopecia, abdominal pain lower, dysmenorrhoea, vaginal odour and vulvovaginal discomfort had resolved, the device breakage, device expulsion, dyspareunia, vaginal infection, vulvovaginitis, adenomyosis, ovarian cyst, cervical cyst, uveitis, sarcoidosis and urinary tract infection outcome was unknown, the back pain, procedural pain and vaginal discharge was resolving and the allergy to metals had not resolved. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, allergy to metals, alopecia, back pain, cervical cyst, device breakage, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, ovarian cyst, pelvic pain, procedural pain, sarcoidosis, urinary tract infection, uveitis, vaginal discharge, vaginal haemorrhage, vaginal infection, vaginal odour, vulvovaginal discomfort and vulvovaginitis to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirming full occlusion of fallopian tubes patient used steroid eye drop uveitis for eye disorder. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporters were added. Patient details, unstructured relevant tests and treatment drugs were added. Abnormal bleeding (vaginal, menorrhagia), device breakage, dysmenorrhea, dyspareunia, infection (bladder/urinary tract/vaginal) type: vaginitis and vulvovaginitis, migration of essure device location of device: vaginal cuff, reproductive system disorder or condition: endometriosis of uterus, adenomyosis, left ovarian cyst, nabothian cyst, vision/eye problems type: uveitis eye disorder, vaginal irritation and odor, sarcoidosis, abnormal bleeding (general) abnormal irregular vaginal bleeding with heavy bleed loss, passing clots, associated with lower abdominal cramping, infection (bladder/urinary tract/ vaginal)type-urinary tract infection and abdominal pain lower were added as events. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain /pain"), device breakage ("device breakage"), device expulsion ("migration of essure device location of device: vaginal cuff"), genital haemorrhage ("abnormal bleeding (general) abnormal irregular vaginal bleeding with heavy bleed loss, passing clots, associated with lower abdominal cramping (event splitted for coding)") and uveitis ("vision/eye problems type: uveitis eye disorder") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstruation bleeding/ prolonged menses (event splitted for coding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), alopecia ("hair loss"), abdominal pain lower ("abnormal bleeding (general) abnormal irregular vaginal bleeding with heavy bleed loss, passing clots, associated with lower abdominal cramping."), dysmenorrhoea ("dysmenorrhea /menstrual pain"), dyspareunia ("dyspareunia"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginitis and vulvovaginitis (event splitted for coding)"), vaginal discharge ("irregular vaginal discharge /vaginal discharge"), vulvovaginitis ("infection (bladder/urinary tract/vaginal) type: vaginitis and vulvovaginitis (event splitted for coding)"), vulvovaginal discomfort ("vaginal irritation") and urinary tract infection ("infection (bladder/urinary tract/ vaginal)type-urinary tract infection"). In 2013, the patient experienced uveitis (seriousness criterion medically significant). In 2016, the patient experienced sarcoidosis ("sarcoidosis"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy/ nickel allergy (had as a child)"), procedural pain ("painful post-operative recovery"), vaginal odour ("vaginal odor"), adenomyosis ("reproductive system disorder or condition: endometriosis of uterus, adenomyosis"), ovarian cyst ("left ovarian cyst") and cervical cyst ("nabothian cyst"). The patient was treated with metronidazole (flagyl), ciprofloxacin (cipro), vicodin, estrogens conjugated (premarin), prednisone, surgery ((B)(6) 2017 underwent a bilateral salpingectomy remove the essure device, (B)(6) 2011 hysterectomy (full)), surgery ((B)(6) 2011 hysterectomy (full), on (B)(6) 2017 salpingectomy (bilateral removal of fallopian tubes)) and surgery ((B)(6) 2011 hysterectomy (full), on (B)(6) 2017 salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, genital haemorrhage, abdominal pain, alopecia, abdominal pain lower, dysmenorrhoea, vaginal odour and vulvovaginal discomfort had resolved, the device breakage, device expulsion, dyspareunia, vaginal infection, vulvovaginitis, adenomyosis, ovarian cyst, cervical cyst, uveitis, sarcoidosis and urinary tract infection outcome was unknown, the back pain, procedural pain and vaginal discharge was resolving and the allergy to metals had not resolved. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, allergy to metals, alopecia, back pain, cervical cyst, device breakage, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, ovarian cyst, pelvic pain, procedural pain, sarcoidosis, urinary tract infection, uveitis, vaginal discharge, vaginal haemorrhage, vaginal infection, vaginal odour, vulvovaginal discomfort and vulvovaginitis to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirming full occlusion of fallopian tubes patient used steroid eye drop uveitis for eye disorder. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporters were added. Patient details, unstructured relevant tests and treatment drugs were added. Abnormal bleeding (vaginal, menorrhagia), device breakage, dysmenorrhea, dyspareunia, infection (bladder/urinary tract/vaginal) type: vaginitis and vulvovaginitis, migration of essure device location of device: vaginal cuff, reproductive system disorder or condition: endometriosis of uterus, adenomyosis, left ovarian cyst, nabothian cyst, vision/eye problems type: uveitis eye disorder, vaginal irritation and odor, sarcoidosis, abnormal bleeding (general) abnormal irregular vaginal bleeding with heavy bleed loss, passing clots, associated with lower abdominal cramping, infection (bladder/urinary tract/ vaginal)type-urinary tract infection and abdominal pain lower were added as events. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain /pain"), device breakage ("device breakage"), device expulsion ("migration of essure device location of device: vaginal cuff"), genital haemorrhage ("abnormal bleeding (general) abnormal irregular vaginal bleeding with heavy bleed loss, passing clots, associated with lower abdominal cramping (event splitted for coding)"), sarcoidosis ("sarcoidosis") and uveitis ("vision/eye problems type: uveitis eye disorder") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("heavy menstruation bleeding/ prolonged menses (event splitted for coding)"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), back pain ("back pain"), alopecia ("hair loss"), abdominal pain lower ("abnormal bleeding (general) abnormal irregular vaginal bleeding with heavy bleed loss, passing clots, associated with lower abdominal cramping."), dysmenorrhoea ("dysmenorrhea /menstrual pain"), dyspareunia ("dyspareunia"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginitis and vulvovaginitis (event splitted for coding)"), vaginal discharge ("irregular vaginal discharge /vaginal discharge"), vulvovaginitis ("infection (bladder/urinary tract/vaginal) type: vaginitis and vulvovaginitis (event splitted for coding)"), vulvovaginal discomfort ("vaginal irritation") and urinary tract infection ("infection (bladder/urinary tract/ vaginal)type-urinary tract infection"). In 2013, the patient experienced uveitis (seriousness criterion medically significant). In 2016, the patient experienced sarcoidosis (seriousness criterion medically significant). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy/ nickel allergy (had as a child)"), procedural pain ("painful post-operative recovery"), vaginal odour ("vaginal odor"), adenomyosis ("reproductive system disorder or condition: endometriosis of uterus, adenomyosis"), ovarian cyst ("left ovarian cyst") and cervical cyst ("nabothian cyst"). The patient was treated with metronidazole (flagyl), ciprofloxacin (cipro), vicodin, estrogens conjugated (premarin), prednisone, surgery ((B)(6) 2017 underwent a bilateral salpingectomy remove the essure device, (B)(6) 2011 hysterectomy (full)), surgery ((B)(6) 2011 hysterectomy (full), on (B)(6) 2017 salpingectomy (bilateral removal of fallopian tubes)) and surgery ((B)(6) 2011 hysterectomy (full), on (B)(6) 2017 salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, abdominal pain, vaginal haemorrhage, alopecia, abdominal pain lower, dysmenorrhoea, vaginal odour and vulvovaginal discomfort had resolved, the device breakage, device expulsion, sarcoidosis, uveitis, dyspareunia, vaginal infection, vulvovaginitis, adenomyosis, ovarian cyst, cervical cyst and urinary tract infection outcome was unknown, the back pain, procedural pain and vaginal discharge was resolving and the allergy to metals had not resolved. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, allergy to metals, alopecia, back pain, cervical cyst, device breakage, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, ovarian cyst, pelvic pain, procedural pain, sarcoidosis, urinary tract infection, uveitis, vaginal discharge, vaginal haemorrhage, vaginal infection, vaginal odour, vulvovaginal discomfort and vulvovaginitis to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirming full occlusion of fallopian tubes patient used steroid eye drop uveitis for eye disorder. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporters were added. Patient details, unstructured relevant tests and treatment drugs were added. Abnormal bleeding (vaginal, menorrhagia), device breakage, dysmenorrhea, dyspareunia, infection (bladder/urinary tract/vaginal) type: vaginitis and vulvovaginitis, migration of essure device location of device: vaginal cuff, reproductive system disorder or condition: endometriosis of uterus, adenomyosis, left ovarian cyst, nabothian cyst, vision/eye problems type: uveitis eye disorder, vaginal irritation and odor, sarcoidosis, abnormal bleeding (general) abnormal irregular vaginal bleeding with heavy bleed loss, passing clots, associated with lower abdominal cramping, infection (bladder/urinary tract/ vaginal)type-urinary tract infection and abdominal pain lower were added as events. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain /pain"), device breakage ("device breakage"), device expulsion ("migration of essure device location of device: vaginal cuff"), genital haemorrhage ("abnormal bleeding (general) abnormal irregular vaginal bleeding with heavy bleed loss, passing clots, associated with lower abdominal cramping (event splitted for coding)"), sarcoidosis ("sarcoidosis") and uveitis ("vision/eye problems type: uveitis eye disorder") in an adult female patient who had essure (batch no. 628306) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included losartan and omeprazole. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). In january 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), dysmenorrhoea ("dysmenorrhea /menstrual pain"), dyspareunia ("dyspareunia"), adenomyosis ("reproductive system disorder or condition: endometriosis of uterus, adenomyosis"), ovarian cyst ("left ovarian cyst") and cervical cyst ("nabothian cyst"). In may 2011, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), abdominal pain lower ("abnormal bleeding (general) abnormal irregular vaginal bleeding with heavy bleed loss, passing clots, associated with lower abdominal cramping."), vaginal odour ("vaginal odor") and vulvovaginal discomfort ("vaginal irritation"). In 2011, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("heavy menstruation bleeding/ prolonged menses (event splitted for coding)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginitis and vulvovaginitis (event splitted for coding)"), vaginal discharge ("irregular vaginal discharge /vaginal discharge"), vulvovaginitis ("infection (bladder/urinary tract/vaginal) type: vaginitis and vulvovaginitis (event splitted for coding)") and urinary tract infection ("infection (bladder/urinary tract/ vaginal)type-urinary tract infection"). In 2013, the patient experienced uveitis (seriousness criterion medically significant). In 2016, the patient experienced sarcoidosis (seriousness criterion medically significant). On an unknown date, the patient experienced allergy to metals ("nickel allergy/ nickel allergy (had as a child)") and procedural pain ("painful post-operative recovery"). The patient was treated with metronidazole (flagyl), ciprofloxacin (cipro), vicodin, estrogens conjugated (premarin), prednisone, surgery (B)(6) 2017 underwent a bilateral salpingectomy remove the essure device, jan2011hysterectomy (full)), surgery (jan2011 hysterectomy (full), on (B)(6) 2017 salpingectomy (bilateral removal of fallopian tubes)) and surgery (jan2011 hysterectomy (full), on (B)(6) 2017 salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, abdominal pain, vaginal haemorrhage, alopecia, abdominal pain lower, dysmenorrhoea, vaginal odour and vulvovaginal discomfort had resolved, the device breakage, device expulsion, sarcoidosis, uveitis, dyspareunia, vaginal infection, vulvovaginitis, adenomyosis, ovarian cyst, cervical cyst and urinary tract infection outcome was unknown, the back pain, procedural pain and vaginal discharge was resolving and the allergy to metals had not resolved. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, allergy to metals, alopecia, back pain, cervical cyst, device breakage, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, ovarian cyst, pelvic pain, procedural pain, sarcoidosis, urinary tract infection, uveitis, vaginal discharge, vaginal haemorrhage, vaginal infection, vaginal odour, vulvovaginal discomfort and vulvovaginitis to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirming full occlusion of fallopian tubes patient used steroid eye drop uveitis for eye disorder. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 31-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstruation bleeding/ prolonged menses"), abdominal pain ("abdominal pain"), back pain ("back pain"), alopecia ("hair loss"), vaginal discharge ("irregular vaginal discharge"), allergy to metals ("nickel allergy") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (underwent a bilateral salpingectomy remove the essure device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, back pain, alopecia, vaginal discharge, allergy to metals and procedural pain was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, menorrhagia, pelvic pain, procedural pain and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirming full occlusion of fallopian tubes incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.